Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on human error occurred in submission of mdrs as vmsr ( voluntary malfunction summary reporting) instead of individual reporting requirement to the FDA. On 12th july 2024 vascutek were contacted by the FDA and informed that the h1 section had been incorrectly filled in initial MDR submissions. The firm opened a non-conformance - ncr10893 to mitigate quality system management to address issue, employee training, and implement corrective actions. Ncr10893 was opened on 29 aug 24 and closed on 27 sep 24 . There is no change to the device performance or risk profile. Manufacturer narrative: clinical code: 1770: stroke/cva - adverse event reported as stroke. 1908: high blood pressure/ hypertension - patient had a relevant medical condition of hypertension. Impact code: 2199: no health consequences or impact- no health consequences or impact, resolved without sequelae for stroke. Medical device problem: 2993: adverse event without identified device or use problem- a complete batch review was performed from raw materials to finished product which showed there was no defect in the finished device. Post operation CT scans at 8 months, 12 months, 16 months post implantation provided on 22 may 24 were assessed. The assessment concluded no deficiency to the device. All supra aortic vessels were patent and there is no presence of thrombus in either the main bore of the device or any of the branches. The stent rings of the device are well expanded and are creating a suitable distal seal. No device deficiencies are demonstrated. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid sales vs medical event (stroke) jan 2019 to mar 24 complaints) gave an occurrence rate of (B)(4). No trends has been identified. 4111 - communication interview: post operation CT scans at 8 months, 12 months, 16 months post implantation provided on 22 may 24 were assessed. The assessment concluded no deficiency to the device. All supra aortic vessels were patent and there is no presence of thrombus in either the main bore of the device or any of the branches. The stent rings of the device are well expanded and are creating a suitable distal seal. No device deficiencies are demonstrated. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture from raw material to finished products 4117 - device not accessible for testing: device remains implanted in the patient. Investigation findings: 213 - no device problem found- no issues were found in the review of the retained manufacturing and quality records for this device. Investigation conclusion: 67 - no problem detected - a complete batch review was performed from raw materials to finished product which showed there was no defect in the final product. Multiple scans were received on 24 apr 24 and a final scan review was completed on 09 may 24 which confirmed assessment of the post operation CT scans at 8 months, 12 months, 16 months post implantation demonstrates the effective use of the thoraflex hybrid device. All supra-aortic vessels are patent and there is no presence of thrombus in either the main bore of the device or any of the branches. No causal link between the event and device deficiency could be established.

Event description:
Clinical trial: (B)(6), site number (B)(4), patient no. (B)(6) had an event stroke. The patient was on neurological rehabilitation. Patient outcome: recovered with sequelae, reported as possibly device related and related to procedure. Follow up#3 see narrative in section h11.

Manufacturer narrative:
Manufacturer narrative: clinical code: 1770: stroke/cva - adverse event reported as stroke. 1908: high blood pressure/ hypertension - patient had a relevant medical condition of hypertension. Impact code: 2199: no health consequences or impact- no health consequences or impact, resolved without sequalae for stroke. Medical device problem: 2993: adverse event without identified device or use problem- a complete batch review was performed from raw materials to finished product which showed there was no defect in the finished device. Post operation CT scans at 8 months, 12 months, 16 months post implantation provided on (B)(6) 2024 were assessed. The assessment concluded no deficiency to the device. All supra aortic vessels were patent and there is no presence of thrombus in either the main bore of the device or any of the branches. The stent rings of the device are well expanded and are creating a suitable distal seal. No device deficiencies are demonstrated. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid sales vs medical event (stroke) jan 2019 to mar 24 complaints) gave an occurrence rate of 0.043%. No trends has been identified. 4111 - communication interview: post operation CT scans at 8 months, 12 months, 16 months post implantation provided on (B)(6) 2024 were assessed. The assessment concluded no deficiency to the device. All supra aortic vessels were patent and there is no presence of thrombus in either the main bore of the device or any of the branches. The stent rings of the device are well expanded and are creating a suitable distal seal. No device deficiencies are demonstrated. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture from raw material to finished products 4117 - device not accessible for testing: device remains implanted in the patient investigation findings: 213 - no device problem found- no issues were found in the review of the retained manufacturing and quality records for this device. Investigation conclusion: 67 - no problem detected - a complete batch review was performed from raw materials to finished product which showed there was no defect in the final product. Multiple scans were received on (B)(6) 2024 and a final scan review was completed on (B)(6) 24 which confirmed assessment of the post operation CT scans at 8 months, 12 months, 16 months post implantation demonstrates the effective use of the thoraflex hybrid device. All supra-aortic vessels are patent and there is no presence of thrombus in either the main bore of the device or any of the branches. No causal link between the event and device deficiency could be established.

Event description:
Clinical trial: thor, site number 01, patient no. (B)(6) had an event stroke. The patient was on neurological rehabilitation. Patient outcome: recovered with sequelae, reported as possibly device related and related to procedure this report is being submitted as follow up #1 for manufacturing report #9612515-2024-00019 to provide event closure information for (B)(4).

Manufacturer narrative:
Manufacturer narrative: clinical code: 1770: stroke/cva - adverse event reported as stroke. 1908: high blood pressure/ hypertension - patient had a relevant medical condition of hypertension. Impact code: 2199: no health consequences or impact- no health consequences or impact, resolved without sequalae for stroke. Medical device problem: 2993: adverse event without identified device or use problem- a complete batch review was performed from raw materials to finished product which showed there was no defect in the finished device. Post operation CT scans at 8 months, 12 months, 16 months post implantation provided on (B)(6) 2024 were assessed. The assessment concluded no deficiency to the device. All supra aortic vessels were patent and there is no presence of thrombus in either the main bore of the device or any of the branches. The stent rings of the device are well expanded and are creating a suitable distal seal. No device deficiencies are demonstrated. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid sales vs medical event (stroke) (B)(6) 2019 to (B)(6) 2024 complaints) gave an occurrence rate of (B)(4). No trends has been identified. 4111 - communication interview: post operation CT scans at 8 months, 12 months, 16 months post implantation provided on (B)(6) 2024 were assessed. The assessment concluded no deficiency to the device. All supra aortic vessels were patent and there is no presence of thrombus in either the main bore of the device or any of the branches. The stent rings of the device are well expanded and are creating a suitable distal seal. No device deficiencies are demonstrated. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture from raw material to finished products. 4117 - device not accessible for testing: device remains implanted in the patient. Investigation findings: 213 - no device problem found- no issues were found in the review of the retained manufacturing and quality records for this device. Investigation conclusion: 67 - no problem detected - a complete batch review was performed from raw materials to finished product which showed there was no defect in the final product. Multiple scans were received on (B)(6) 2024 and a final scan review was completed on (B)(6) 2024 which confirmed assessment of the post operation CT scans at 8 months, 12 months, 16 months post implantation demonstrates the effective use of the thoraflex hybrid device. All supra-aortic vessels are patent and there is no presence of thrombus in either the main bore of the device or any of the branches. No causal link between the event and device deficiency could be established. Updated hi summary section in response to FDA request.

Event description:
Clinical trial: (B)(6), site number (B)(4), patient no. (B)(6) had an event stroke. The patient was on neurological rehabilitation. Patient outcome: recovered with sequelae, reported as possibly device related and related to procedure. This report is being submitted as follow up #1 for manufacturing report #9612515-2024-00019 to provide FDA response information.

Event description:
Clinical trial: thor, site number (B)(6), patient no. (B)(6) had an event stroke. The patient was on neurological rehabilitation. Patient outcome: recovered with sequelae, reported as possibly device related and related to procedure

Manufacturer narrative:
Manufacturer narrative: clinical code: 1770 - adverse event reported as stroke. 4580 - insufficient information: a/w additional information form site . Impact code: 2199 - no health consequences or impact, resolved without sequalae . Medical device problem: 3190 - insufficient information: a/w additional information form site. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: a 5 year review of similar complaints (thoraflex hybrid sales vs medical event (stroke) jan 2019 to mar 24 complaints) gave an occurrence rate of (B)(4)%. 4111 - communication interview: additional information. 3331 - analysis of production records: full batch review performed which showed no issues with the device during manufacture from raw material to finished products 4114 - device not returned: device remains implanted.